Event description:
Contaminated screening cells in blood bank gave false positive results causing delay in surgery. This was the 2nd lot of screening cells causing false positives, the 1st set was in july. Some patients were affected before issue was resolved and at least 1 transfusion was delayed as pt was worked up for allo-antibodies. Bottles of this 2nd newer lot were also found to be contaminated at 2 of our sister facilities. Dates of use: twenty eight days in 2007; approx one month in 2007. Diagnosis or reason for use: r/o antibodies prior to transfusion.